Event description:
It was reported that previous artificial urinary sphincter (aus) 4.0 cuff leaked. Patient experienced loss of continence. All components were explanted and replaced.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that previous artificial urinary sphincter (aus) 4.0 cuff leaked. Patient underwent a replacement procedure. All components were explanted and replaced.